Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they met the managing physician and the issue about pain and the stimulator been dead was resolved by getting a replacement recharger.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were having trouble with the recharger. It was reported that this has been going on for a couple of months and over the last couple of days cannot get the recharger to charge because it has been constantly stopping charge and trying to couple again. The patient reported that they cannot walk and has to use a cane or a walker to walk without the stimulator. The patient reported that they have a bad wrist as well. It was reported that the stimulator was off. It was reported that this has been happening more often where the charge just drops, and it won¿t charge. The patient reported that they do not have the stimulator on because the recharger was not working. The patient reported that the pain has increase because the they have not been able to charge the ins. The patient reported that the pain came back as soon as the stimulator died. The patient reported that they have no ability t o walk without the stimulator. The patient reported a loss of therapy.